Event description:
It was reported to philips that an mrx battery failed to charge in a cadex charger and subsequently produced a "bad fuse" error code. There was no patient involvement.

Event description:
It was reported to philips that an mrx battery failed to charge in a cadex charger and subsequently produced a "bad fuse" error code. There was no patient involvement.